Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af procedure, the system would not recognize the contact force, and the tactisys status button was red and would not reset the force. The catheter was replaced and the procedure continued with no issues and no adverse consequences to the patient.